Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results was due to a disconnected tubing located on the water inlet fitting on the wash valve manifold. The fse installed a new ty-wrap over the tubing at the fitting to secure the connection. The system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin results were obtained on pt samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There was no report of pt intervention or adverse health consequences due to the discordant troponin results.